Manufacturer narrative:
Engineering evaluation noted that the revision reported was likely the result of micromotion caused by an insufficient bond between the femoral component and the bone cement, which led to femoral loosening.

Event description:
Index surgery: (B)(6) 2013. Revision due to aseptic loosening of the femoral component.

Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision due to aseptic loosening of the femoral component.